Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized for blood glucose levels close to 300 mg/dl. The customer was released, then admitted again on (B)(6) 2010. The wife reported that back in (B)(6) of 2010, the paramedics were called. The wife woke up and found the customer very incoherent with very high blood glucose levels. The customer also suffers from other medical conditions that may have contributed. It was also reported that the insulin pump had water damage. Advised that the insulin pump would be replaced. Nothing further was reported.